Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6, and h11. Additional type of investigation codes that were unable to be added in h6: analysis of images. Labelling review. The complaint for delivery system and/or guidewire perforation of atrial/ventricular wall was confirmed with objective evidence. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The available information indicates that unidentified guidewire pressure in the setting of unfavorable patient anatomy was the most likely root cause of the ventricular perforation. The patient had a small right ventricle (<40 mm on screening), low body weight (46 kg), and shelf-like ventricular anatomy, which limited available space for wire positioning. While no intentional forceful wire manipulation or active push to gain height was reported, available echocardiographic imaging during valve deployment visualized increased wire straightness from the annulus to the apex, consistent with unrecognized distal wire pressure. The wire was subsequently observed to be positioned at the apex, and the procedural team was unable to definitively determine when the wire migrated from the mid-ventricular location. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2 and h11. Additional information: the patient needed resuscitation and chest compressions started with the wire not retracted. Valve was released during chest compressions with no visualization and was deployed in perfect position. The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in germany, edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. During the procedure, a pericardial effusion was noticed and patient passed away. The initial guidewire (gw) placement was the curl posterior to anterior papillary muscle at mid-ventricular level. There was no intentional push on the guidewire to obtain height and/or navigational maneuvers with excess force already on the guidewire. The wire and nosecone were retracted during case and 1-2 cm depth given with pinned wire. There was a sudden pericardial effusion at the step of the full ventricular expansion of the valve. When the perforation occurred the guidewire was at position of initial gw placement. Valve was deployed and was in perfect position. The patient needed resuscitation, which was aborted after approximately 30 minutes, and the patient passed away. The perforation and resulting pericardial effusion were believed by the team to be most likely caused by the guidewire, although the precise anatomical site of perforation could not be confirmed.